Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, smoker, preceding/simultaneous bone augmentation, mobility. Implant crown removed & implant screwed in tighter by one turn. Implant has already fallen out at the check-up.